Manufacturer narrative:
Concomitant medical device: 694758 lead, implanted: (B)(6) 2012, 1056t st jude lead, implanted: (B)(6) 2009.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. It was also reported that the right ventricular (rv) lead was noted with undersensing and possible oversensing at times. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.